Event description:
Facility purchased and implemented 60 b. Braun outlook 200es smart infusion pumps in 2010. Since then, facility has experienced a high number of repairs to pumps specifically problems with the "hold" buttons wearing out.